Event description:
It was reported that the right ventricular (rv) lead impedance increased over time. Lead programming was adjusted and the lead remains in the use. The physician is monitoring the lead every two months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2008; 5076-52, implantable pacing lead, (B)(6) 2008. (B)(4).